Manufacturer narrative:
The apollo micro catheter was returned with the stryker synchro 10 guidewire. The competitor guidewire was within the apollo catheter lumen. The synchro 10 guidewire has an outer diameter (od) of 0.010¿, as per an online source. Per the apollo instructions for use (IFU), the apollo micro catheter is compatible for use with guidewires with a maximum od of 0.010¿. Therefore, the synchro 10 guidewire was found to be compatible for use with the apollo micro catheter. The apollo micro catheter was decontaminated. No damages were found with the apollo hub. No bends or kinks were found with the catheter body. However, the catheter body was found punctured at ~6.5cm from the distal tip. The synchro 10 guidewire was found protruding from the catheter puncture for ~5.0cm. The synchro 10 distal tip was found bent which appears to have been due to tip shaping. The apollo detachable tip was found intact. No damages or irregularities were found with the apollo distal marker/tip. The synchro 10 guidewire was removed from within the apollo catheter lumen with resistance. No bends or kinks were found with the synchro 10 guidewire. No other anomalies were observed. The synchro 10 guidewire will be forward to the manufacturer. Based on the device analysis and reported information, the report of ¿catheter puncture¿ was confirmed. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. However, the cause for the puncture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-12-17 mpxr 688115 (hcp, rep): medtronic received information that the catheter puncture at the middle part of the catheter during guidewire insertion. Procedure finished well using other products. The patient was undergoing embolization treatment. The vessel was moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter flushed as indicated in the IFU. No, there was not any friction or difficulty during insertion of the guidewire. No, there any kink or damage on the guidewire. There were not any patient symptoms or complications associated with this event. No patient injury was reported.